Event description:
The customer reported being in the emergency room due to hyperglycemia and high blood glucose of 703mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard were correct. Performed the high pressure test and passed. The high pressure test was completed and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.